Event description:
In 2008, the patient reported an evaluated blood glucose reading of over 300 mg/dl with her normal range being 80-100 mg/dl. Symptoms were feeling tired and confused. She stated she tried to bolus 4.5 units of insulin to correct her reading and her insulin infusion device gave an e4 (occlusion) error. During troubleshooting, the patient stated her infusion headset has been in use for 3 or 4 days now because she forgets to change it. The patient was instructed to disconnect from her headset and prime the tubing which she did without error. She was instructed to change her headset and she discovered the cannula was slightly bent. Courtesy infusion sets and a guide to infusion site management were sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.